Event description:
Serious injury involving one person on 4/20/1998, pt mentioned to ciba consultant of inability to wear lenses due to ulcer in right eye, date of event: unk; lens model/water content: focus visitint/55%; eye involved: right; refraction: hyperopia; duration of use (months) wearing modality: 11; number of day lens worn: unk; lost visit to practitioner prior to symptoms: 5/1997; type of lens care system used: unk; name of disinfecting system used: unk; homemade saline used: no; number days worn between cleaning & disinfecting: unk; days between cleaning and symptoms: unk; days between symptoms and calling dr: not reported; self-treatment by pt: unk; hand washing before lens manipulation: unk; ulcer location: unk; visual acuity before symptoms: unk; visual acuity after symptoms; unk; results of culture: unk; results of corneal biopsy and/or scrapings: unk; clinical diagnosis: not reported; prognosis: based on consumer comments, she will resume lens wear.